Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant false downstream occlusion errors which was not reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. It was unable to be determined if the occurrences in the history log were true or false alarms. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false downstream occlusion errors. There was no patient involvement. No additional information is available.